Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The result of the DHR review showed that there was no abnormality in manufacturing, concession and variation. The legal manufacturer was unable to determine the root cause. The lm reported that the most probable causes for the reported event are as follows: it is presumed that the pin of the video connector socket was worn by repeated use because more than 5 years have passed since the manufacture of the product. There is a possibility that the wear of the pin causes the video processor and the endoscope to fail to transmit data normally, resulting in intermittent disappearance of the image. It is presumed that the event was caused by aging degradation due to repeated use because more than 5 years have passed since the manufacture of the product. There was no abnormal operation in the product even using the previous version of the software. It is presumed that the event occurred because there was no chance to update the software.

Manufacturer narrative:
The device was returned to the service center for evaluation. A visual inspection was performed front panel had illegible text and the unit was equipped with the old version 3.01 software. The customer¿s complaint was confirmed due worn out contact pins inside video connector. The unit passed all other functional tests.

Event description:
The service center was informed that during unspecified procedure, the device displayed an intermittent image. It is unknown if the intended procedure was completed. There was no patient injury reported.